Manufacturer narrative:
(B)(4). Concomitant medical products: concomitant therapies: dexamethasone opthalmolic ointment. Reported events of vision abnormalities and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. High intraocular pressure is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient underwent implant of a xen®45 gts in the right eye. The day after implant, patient experienced events of mild corneal incision edema, mild conjunctival hyperemia, and moderate anterior chamber inflammation. No treatment was required for these events and all resolved. About twenty days after implant, patient experienced mild conjunctivitis and an increase in intraocular pressure. The patient underwent an ocular massage on this date and was treated with brinzolamide and timolol maleate drops beginning four days later. The reported conjunctivitis resolved after 11 days. It was noted the control effect of the timolol maleate eye drops "was poor" for the patient's intraocular pressure (iop). About 11 months after implant, it was noted the iop was found to increase with the highest recorded level at 45mmhg. Patient ultimately presented at the hospital where the iop was recorded at 32.1mmhg. And the vacc was 0.8. It was also noted at this time "the conjunctiva follicles of the right eye were limited, reflection of light was dull. The crystal density was increased, the vitreous body was slightly cloudy, the visual field was defective, and the vision was decreased". The day after admission, patient underwent a glaucoma drainage valve implantation in the right eye under general anesthesia. The procedure was smooth and the postoperative recovery was good. Subject was discharged the next day with a vacc of the od at 0.12 and iop of the od at 11.6mmhg. It was now noted that there was present conjunctival hyperemia and superior temporal conjunctiva flap bulge. The drainage valve was in place and unobstructed, the light reflection is slow, and the crystal density is increased. Device remains implanted.